Event description:
It was reported the patient is experiencing complications from ipg migration. Follow-up information revealed the patient is now experiencing chest pains. The patient will surgical intervention pending cardiac clearance to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.